Event description:
The rotator broke during cardiac angiographic injection at 600 psi. No harm or injury was reported. The customer reported 14 defective devices but has not provided any additional information or clinical details for the additional 13 events. The customer returned four used devices. Therefore, this single report will be filed.

Manufacturer narrative:
Device evaluation: four used suspect devices were returned for evaluation. The devices were examined visually and the complaint was confirmed. The rotators were separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found no similar complaints for this lot number excluding this event. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Method: device history record was reviewed, complaint data base was reviewed.